Event description:
The customer reported false positive results with the ID now covid-19 assay for multiple patients using two lots performed on unknown dates. This MFR. Report addresses patient three of six. The customer reported a false positive result with the ID now covid-19 assay performed on an unknown date using a puritan swab. The customer was unable to confirm the sample type but stated it was taken from either the nose or throat. Subsequent rt-pcr confirmation testing generated negative results. The customer stated ID now assays are typically run 1-2 hours prior to pcr testing, however, the customer was unable to confirm the ID now covid-19 test date. The specific lot number used with this patient was requested but the customer was unable to confirm if lot m184564 or m179718 was used. Although requested, no additional information including patient treatment and outcome was provided.

Manufacturer narrative:
This report is being filed on an international product, list number 191-000 that has a similar product distributed in the us, list number 190-000. Lot number m184564; (B)(4). Lot number m179718; (B)(4). The remainder of the investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information. Reference MFR. Reports: 1221359-2022-03429 - 1221359-2022-03434.

Manufacturer narrative:
Additional information: lot m184564: exp. Date 03nov2022; manufacturing date 05feb2022. Lot m179718: exp. Date 06oct2022; manufacturing date 09jan2022. Investigation report: the reagent was not available for return. On the two returned instruments (sn: (B)(6), ten covid-19 patient tests were completed on each instrument using elution buffer only. Additionally, five tests were conducted on each instrument with lot numbers m179718 and m184564. The customer's complaint was not replicated. All available log files were reviewed by abbott for any operational abnormalities that could be associated with false covid-19 assay results. No workflow or other functional errors were observed in the available data that could have impacted assay results. The customer's ID now instrument appeared to be functioning normally. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lots m179718 and m184564 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing were reviewed for test kit part number 191-000 / lots: m179718 and m184564, test base part number 190-430 / lots: m179718 and m184564. The lots met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lots m179718 and m184564 showed that the complaint rates are (B)(4), respectively. A review of complaints against the kit lots for the reported issue indicates product performance is as expected and a product deficiency has not been identified. In conclusion, abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue, however, a possible assignable root cause is patient sample interference; substances in the sample itself may have interfered with the reaction.

Event description:
Additional information regarding the false positive result was received on 01aug2022. The patient sample was tested as per the instructions for use (IFU). Per the customer, the staff is experienced and the instrument is thoroughly cleaned on a daily basis. The customer stated there were no issues recorded while performing quality control tests that would suspect a problem intrinsic to the device.